Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - reporting that the last 5 piccs they placed with the 3cg were all 4 cm too short. This was on multiple patients with different placers. In each case they advanced the PICC to negative deflection then pulled back to max p-wave. They claim to be placing the leads on right shoulder and left side mid-axillary. This file is for the third of five events reported.